Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient in the lips with 1ml of juvéderm vollure¿ xc. Three months later, the patient presented with ¿delayed onset swelling and firmness¿ in the lips. The patient was examined and had ¿firm nodularity¿ in the injection sites. The lips appeared to be ¿inflamed without any overlying erythema beyond the vermillion. The patient was treated with clarithromycin 500 mg p.o. Bid x 10 days as well as moxifloxacin. The patient refused fluoroquinolone treatment. Two days later, the patient had a slight reduction in the inflammatory appearance of the lips and there were slightly ¿less tender.¿ the patient was treated with hylenex and saline in the lips. Three days later, the patient reported that their lips ¿were worsened slightly, on hour before taking moxifloxacin. The patient was prescribed a medrol dosepak and zyrtec. An hour later, the patient went to the emergency room due to ¿symptoms consistent with an allergic reaction to the antibiotic including tongue swelling and some difficulty swallowing¿; this event was not device-related. The patient was being treated with 2 courses of epinephrine, benadryl, and decadron. The patient was discharged but returned to the ER 2 days later due to concerns about the recurrence of the symptoms. The patient received IV benadryl and was discharged. The ER attending confirmed the patient was not showing signs consistent with anaphylaxis. The lips were ¿somewhat decompressed¿ but had ¿significant firmness¿ in the lips due to ¿hypersensitivity reaction.¿ the patient was treated with .8 ml of hylenex and a v2 and v3 block for comfort. The patient was started on a 10-day course of doxycycline. Three days later, the patient noticed ¿increase swelling.¿ upon exam, the patient has more ¿swelling¿ with underlying ¿firm nodularity¿ and the left upper lips does seem ¿slightly softer¿ compared to the previous visit. The patient was treated with hylenex mixed with 5fu in a 1:1 mixture. The event is ongoing.